Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between the device and reported driveline infection could not be conclusively determined through this investigation. It was reported through patient product that the patient underwent pump exchange on (B)(6) 2021 due to driveline infection of corynebacterium and multidrug-resistant (MDR) pseudomonas. The patient experienced drainage and pain at the driveline exit site. The patient continues antibiotics. The device operated as expected. The pump was returned assembled with the driveline cut approximately 0.5¿ from the pump housing, and a 31.5¿ distal portion was returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned. The flex section was severed in half, with the distal portion attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned attached to the pump¿s outlet port; an additional 2¿ on outflow graft was returned separate from the pump. The outflow graft bend relief was returned attached to the outflow graft attachment with the bend relief collar secured over it. The bend relief was cut adjacent to the outflow graft hardware. The outlet elbow was returned attached to the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Rescue tape was applied from 3-25¿ from the metal connector. Upon removal of the rescue tape, tears in the silicone jacket were observed 3", 12.5", and 20" from the metal connector. Upon removal of the silicone jacket, the bionate was discolored but otherwise unremarkable. The braided shield showed minor breakdown throughout, and areas of more severe damage were observed 2.5-6", 10.5", and 22.5" from the connector. The underlying wires were unremarkable. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires that would have resulted in an electrical short. The device was rebuilt and functionally tested under loaded conditions; the device operated as intended. The pump was connected to and operated on a standard h-q water loop using a test system controller, power module, and system monitor according to rev. E, hmii hydraulic qualification (hq) test procedure. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). Incidental findings: superficial damage on the driveline was observed during the investigation. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C lists driveline infection as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook (rev. C) contains care instructions for preventing infection which are outlined in various sections of this document. This document contains information regarding on how to care for the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 20sep2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number for the post-exchange pump: 2916596-2021-07031 it was reported that the patient was admitted for a driveline infection on (B)(6) 2021. Drainage and pain were noted at the driveline exit site. The infection was identified as (B)(6)). The patient subsequently underwent a pump exchange on (B)(6) 2021. After the pump exchange a hematoma developed and was cultured found to be + e. Faecium and yeast. The area was washed out in the operating room. Treatment consisted of continuing antibiotics, avycaz, vanco, and following up or cultures that were from after the last washout of the hematoma.